Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported that during a size exchange, a new 520 cc implant was put in place on the right side, but it was a "bit tight" so it was "removed in order to release the capsule a bit more". While removing the device, the new implant ruptured. The device was explanted and surgery was completed with a backup device.